Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. This complaint was confirmed based on the provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00142; 0002648920-2023-00143. Concomitant medical product: cat #: 00801803202 / femoral head sterile product do not resterilize 12/14 taper / lot #: 63015852; cat #: 00632005632 / liner 20 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell / lot #: 62916892. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately eight years post implantation due to pain and osteolysis. During the procedure, trunnionosis and implant wear was noted. The shell, liner, head and neck were exchanged without complications. Attempts have been made and no further information is available.